Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, unable to pull one medication. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the combination medication did not include the required key. A technical support specialist (tss) connected to the personal computer, reviewed the order example, and identified a mismatch in the facility formulary where the combination medication did not include the required key. The customer was guided to create a combo medication, update the formulary, add the missing key, and reload items in the cabinet to apply changes. Further validation was planned, with the customer to confirm results after testing and customer confirmed that issue was resolved. The system functioned as intended after the technical support specialist investigated the device.